Event description:
Philips received a complaint from the biomedical engineer (biomed), reporting that the v60 ventilator had an oxygen manifold that was leaking. The device was in clinical use when the issue occurred. No patient or user harm reported. The biomed reported that the hospital staff had heard a whining noise coming from the device, the device was evaluated, and the biomed observed that the v60 ventilator had an oxygen manifold that was leaking. It was noted that an o2 hose was ordered for replacement. This investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (biomed) noted that the replacement hose did not correct the issue. The biomed contacted the philips remote service engineer (rse), and the rse recommended performing an air/o2 flow accuracy test, to determine if device needed a new air/o2 assembly or a blower motor assembly. The device passed flow accuracy testing, and it was suspected that the blower motor assembly required replacement. The biomed would order a replacement blower motor assembly. This investigation is still ongoing.

Manufacturer narrative:
Additional details per noted, and the biomedical engineer (biomed) stated that the device was straining to run when powered on in normal operational mode. The biomed stated that the device was making a whining noise. During troubleshooting with the remote service engineer (rse), the biomed performed a flow accuracy test, and the device passed. The rse informed the biomed, that if device was still making a noise, the blower assembly would need to be replaced. The biomed reported that the blower assembly was replaced, and a performance verification was performed; the device passed and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.